Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller alleged that the following results were obtained with an inform system on a neonate patient less than 10 minutes apart: "hi" (>600 mg/dl) and 40 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.